Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that lens was cracked at haptic optic junction and was noted after insertion. Additional information has been requested and received stated that it occur where the plunge contacts the edge of the iol.

Manufacturer narrative:
Photo review: photo shows an implanted iol, there appears to be a line/crack at the haptic/optic junction. Based on our observation of the attached photo, there appears to be a line/crack at the haptic/optic junction. A definitive determination of damage cannot be made without the evaluation of the physical product. The manufacturer internal reference number is: (B)(4).